Event description:
During an upper endoscopy procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. During an application of cautery, the tip detached from the distal end of the device into the patient's stomach. The tip of the probe was retrieved with biopsy forceps. Post procedure, the patient's condition is reported to be good.